Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2026. The anatomical location is unknown. During the procedure, the clip misfired and did not attach. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h11: the returned resolution 360 clip was analyzed. The device was returned without the clip assembly and exhibited signs of complete deployment. No other problems with the device were noted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event of clip premature deployment was not confirmed. The investigation did not identify any issues related to the reported events. The device was returned without the clip assembly and showed evidence of full deployment. However, the reported events are only observable during the procedure, and no photos or supporting evidence were provided to substantiate the reported issue. Due to the lack of supporting evidence, the most probable cause of the reported issue could not be determined. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.